Event description:
It was reported that the patient's left ventricular assist device (lvad) had no flow with associated low flow alarms. Blood labs and an echocardiography (echo) were performed. A computerized tomography angiography (cta) scan was performed that indicated a possible obstruction in the medial part of the outflow graft. As the patient had recovery of their left ventricular function, they were disconnected from their lvad. The patient was discharged without limitations and in good health.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft kink was confirmed through the evaluation of the submitted images; however, a specific cause for the observed outflow graft distortion could not be conclusively determined. Additionally, review of the submitted log files confirmed the report of low flow events; however, a specific cause for these events could not be determined. Two computed tomography (CT) images were submitted for evaluation. The first image was a 3-dimensional rendering of patient¿s outflow graft that captured an area distal to the outflow graft bend relief, showing a slight kink in the outflow graft. The second CT image showed a portion of the outflow graft bend relief; however, the outflow graft was not well visualized. The controller event log file contained relevant data from on (B)(6) 2022. Persistent low flow faults and low flow alarms were captured throughout the log file with estimated flow values of 0.0 liter per minute (lpm). At 13:54:11, the device appeared to be disconnected from the power source which was associated with no external power and power cable disconnect alarms. At 13:54:51, the driveline was ultimately disconnected from the system controller. This event was associated with power b broken, power a broken, com b fault, com a fault, and low pump current faults flags, as well as low flow, driveline disconnect, and lvad off alarms. The no external power and driveline disconnect events appeared consistent with the report of the patient being disconnected from the left ventricular assist system (lvas). No other notable events or alarms were captured. It was reported that heartmate (hm) 3 lvas, serial number: (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11jul2019. The heartmate 3 lvas instructions for use (IFU) (rev. B) and the heartmate 3 patient handbook (rev. G) are currently available. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the echocardiography (echo) were performed which showed significantly improved and acceptable values of left ventricle ejection fraction. The computerized tomography angiography (cta) scan indicated a possible limitation in the medial part of the outflow graft, although this could not be confirmed. The patient did not have heart failure symptoms or hemodynamic decompensation symptoms. The patient was feeling well without dyspnea or any physical limitations. The patient had acceptable blood pressure. There was no need for inotropes or vasopressors therapy.